Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.